Manufacturer narrative:
Health effect- impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: deformation is observed. Yellow particles were observed, on the shell.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Diagnosed by ultrasound. Device has been explanted with total capsulectomy.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: -capsular contracture: unable to confirm as it is a medical event not related to the device but in the photograph observed a biological tissue next to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.